Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes therapy consultant that the customer had an emergency room visit due to low blood glucose levels. The customer was contacted and reported that she was taken to the emergency room via ambulance. The customer's blood glucose level at the time of incident was 37 mg/dl. The customer did not report any symptoms, however, stated that she knew she was low and had to sit down several times before the ambulance was called. The customer was treated in the ambulance with IV fluids. The customer was in the emergency room until midnight, and then was released. Nothing was replaced or returned. No further details were provided.